Event description:
A falsely low advia centaur cp tsh3-ultra result was obtained for a patient sample. The physician questioned the result as the result was not consistent with the patient's historical and clinical status. A new sample was tested and the result was low. The patient sample was tested on two alternate test methods and the results were as expected. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant tsh3-ultra result.

Manufacturer narrative:
The cause for the discordant tsh3-ultra result is unknown. The customer was provided with the important product safety information bulletin ((B)(4)), issued in (B)(4) 2013, that explains that a rare variant of tsh, identified in a small cluster of patients, is not detected by siemens advia centaur systems tsh3-ultra assay. The customer communications also included a reminder that, for diagnostic purposes, the results obtained from these assays should always be used in combination with the clinical examination, patient medical history, and other findings. The instrument is performing within specification. No further evaluation of the device is required.